Manufacturer narrative:
This product is manufactured in the (B)(4), but not marketed in the u.s. Conclusion: based on the complaint history, a specific root cause of the event could not be determined. Claim # (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai - aq310ai, 24.00 diopter preloaded injector. The lens optic cracked/tore during insertion into the patient's eye. The lens was removed and no adverse events reported.

Manufacturer narrative:
Result code(s): (operational problem) : investigation on returned sample was performed. The anterior haptic was showing correct figure but posterior haptic was showing irregular figure when injecting into the patient. It is possible that the customer did not follow instructions but could not determine exact root cause. Conclusion code(s): (unable to confirm complaint): based on the complaint history, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).